Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site to find the foot pedals not working. The fse then replaced the footpedal. The system was tested and verified as ready for use.

Event description:
It was reported that during da vinci-assisted oophorectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report while trying to use the foot pedals from the vision side cart (vsc) with the erbe, site was getting an error. Site was getting a m-12 error. Tse viewed system logs and confirmed the m-12 error activation already requested when erbe was powered on. Tse asked caller if they were using a bovie pencil and caller stated they are now since the foot pedals weren't working. Tse asked if the button on the bovie pencil and foot pedal were being pressed at the same time. Caller stated no they weren't being pressed at the same time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was completed robotically.

Manufacturer narrative:
The probable root cause is attributed to a faulty dual mono, foot pedal causing the signal of energy activation being on prior the pedal being pressed. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.